Event description:
Customer reported a burning smell like an electrical fire coming from the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Customer was using the system with not problems. System operates as intended.